Event description:
The customer reported, the tube was arcing over 70 kv. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep checked the kvp feedback signal and found the arcing as over 70 kvp. The system was repaired, found to be operating as intended, and released to the customer for use.